Manufacturer narrative:
H6. Correction: e2403 is not applicable to this event and has been removed from coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ga blofen, at a concentration of 2000mcg/ml and a dosage of 345mcg/day, via an implantable infusion pump. It was reported that there was difficulty connecting to the pump at a post operative appointment due to fluid around the pump. The patient stated they hadn't experienced any loss of therapy. The patient denied any factors that could have led or contributed to the issue. The hcp had planned a surgery to address fluid in the pocket, and upon opening the pocket found the catheter was fully broken and disconnected from the pump. The hcp cut off part of the implanted catheter and replaced it. Aspiration was completed at the catheter access port and the catheter was primed. The issue was resolved at the time of this report, and the catheter portion that was explanted was discarded by the hcp.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6)implanted: (B)(6)2019 explanted: (B)(6)2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 19-oct-2020, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.